Event description:
It was reported that the device had early battery depletion and was prematurely at end of life indicator. The patient was seen in the office and the software was updated showing battery voltage at 2.96 volts. A week later the device was at elective replacement indicator due to high battery impedance. The battery voltage had a different measurement. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Battery - high impedance performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. Impedance - high resistance/impedance - high battery impedance, leading to eri.